Event description:
Per provider, dealer advised chair was hit by a car while end user was in chair and caused chair to become damaged. The dealer advised end user had some scrapes, no further information was provided. (B)(4).